Event description:
It was reported that during a laparoscopic assisted lower anterior bowel resection procedure, the device did not fire completely. The donuts were not complete. The surgeon reinforced the staple line with sutures. There was no reported patient consequence.